Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that the siterite 8 had a one second delay in the live ultrasound scan and that the needle alignment is off to the right as well as out of tolerance. It was also stated that the delay caused multiple sticks during the same procedure and that the rn's are now compensating for the misalignment on the ultrasound display by sticking the needle far to the right.